Manufacturer narrative:
The product was returned for evaluation. Visually confirmed set screw broken at approx 4-5 thread. Optical examination of the breakage identified downward material deformation on the upper thread flank, in close proximity to the fracture area; additionally, the broken portion of the thread is bent downward. Optical examination of the broken off portion of the set screw discovered witness marks on the interior hex, consistent with overtorque of the implant. The above observations are consistent with overtorque of the implant. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the crosslink set screw broke off prematurely at the tip. The surgeon was unable to back out the set screw, and the entire rod had to be removed to remove the crosslink. No patient complications were reported.